Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of low inr results on her coaguchek xs meter with serial number (B)(4). The customer alleged that she increased her marcumar dosage based on the low inr results from the device. The customer normally takes half a pill up to 1.5 pills of marcumar to stay within her therapeutic range of 2-3 inr. Based on alleged results of 2.0 inr and lower, the customer increased her dose up to 2.5 pills of marcumar per day beginning approximately 2 months ago. The customer alleged that some results are missing from the meter memory so she is not able to provide the actual results that she based the medication increase on. The most recent test result from the meter memory is from (B)(6) 2016. On (B)(6) 2017 the customer felt a heavy pain in her upper leg and went to the hospital where they detected marcumar poisoning and a hematoma in her upper leg. The result from the meter memory on (B)(6) 2017 at 7:24 a.m. Was 7.8 inr. The customer was admitted to the hospital where she was treated with daily vitamin k drops (konakion) and pain killers (novalgin). On (B)(6) 2017 at 11:14 p.m. The result from an unknown laboratory method was 9 inr. The result from the customer's meter at 11:14 p.m. Was 1.2 inr. (The meter memory lists an additional result from (B)(6) 2017 of 1.6 inr at 8:26 p.m.) On (B)(6) 2017 the result from the customer's meter at 6:30 a.m. Was 1.4 inr. At 7:30 a.m. The result from an unknown laboratory method was 10 inr. Upon a follow up call with the customer on (B)(6) 2017, the customer is feeling better and is in good condition. She is still in the hospital, but the hematoma in her leg has dissolved and she is able to walk again with no pain. The customer stated that the pain in her leg was probably due to a spinal injury but she wasn't completely sure. Based on a review of the meter memory, there are discrepant results with a date of (B)(6) 2015 of 1.9 inr at 12:05 p.m. And 1.1 inr at 12:11 p.m. The meter and test strips were requested for investigation. Relevant retention test strips (lot 119114-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
Medical assessment of the event stated that the inr results from the laboratory are above range fitting into the clinical picture of over-anticoagulation. The discrepant results between the coaguchek xs meter and the laboratory cannot be further assessed as the laboratory method is not known. Additionally, no values prior to the hospitalization were available. Most of the results listed in the event are from 1 week after the event, therefore the influence of treatment received is likely. A product problem was not found.

Manufacturer narrative:
The customer returned the meter. The test strips were not returned. A specific root cause was not identified. Additional information was requested for investigation but was not provided. The meter appeared undamaged and was clean on the outside. The returned meter was measured with retention test strips 119114-10 in comparison to current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor #1: master lot and retention meter: 3.2 inr, donor #1: retention strips and customer's meter: 3.2 inr. Donor #2: master lot and retention meter: 2.7 inr, donor #2: retention strips and customer's meter: 2.7 inr. The maximum difference between measurements with the same blood sample was 0.0 inr. The returned customer material and the retention material complies with specification.